Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005739 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) (B)(4) guideline for test of reference samples version 12 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi (B)(4) version 18, 4902301 version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi (B)(4) version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005739 was manufactured according to the document (B)(4) version 71 on the packing process in the machine l149, on 07/mar/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6007646 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 12 for the code "leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing)" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 4902301 and version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 10test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007646 was manufactured according to the document version 74 on the packing process in the machine l192, on 14/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6005739 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 12 for the code "occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)." Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 18, version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005739 was manufactured according to the document version 71 on the packing process in the machine l149, on 07/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no nc raised during production. No further actions are required. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)." Complaint investigations. 1 used tubing was provided and no visible defects or damages. Test results: visual test according to work instruction version 1. 1 used tubing passed the test. Functional test 1 according to work instruction version 1. 1 used tubing passed the test. Trending: a query was run in database on 15/jan/2025 against malfunction code "occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)." And lot 6005739 and no other complaint has been registered in database for the same lot 6005739 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for returned sample, no harm reported, no non-conformance (nc) raised during production, complaint unconfirmed, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.